Event description:
Boston scientific received information that during routine device check, this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent, high, out of range, shock impedance measurements as shown on daily measurements. Other lead measurements were good and stable as reported. Physician reprogrammed the shock vector to distal coil to can, and is planning to do a defibrillation threshold (dft) test. They will do lead revision if the dft will present a problem. The system still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced for reported normal battery depletion approximately 3 years later.